Event description:
A customer reported error messages ¿2240 bf probe 2 purge failure, 2239 bf probe 1 purge failure, and 5102 substrate bg measure aborted¿ on the aia-900 analyzer. The customer replaced the probes, but the errors persist. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and also noted 4231 reagent/tip-x home detect error had occurred. Fse was able to reproduce the complaint by attempting to prime, the bf wash probes and purge failure reoccurred. While troubleshooting, fse found the wash and diluent levels were very low and the customer tilted the containers to use all fluids. Fse also noticed large amount of bubbles and air in the wash lines. The fse then replaced the wash and the diluent containers with fresh fluids, primed both solutions ten times, and verified no bubbles or air were in the lines. Fse performed bg measures with passing results. Fse visually inspected the reagent/tip trays and found multiple dropped tips and both tip trays slightly raised. Fse verified the tip attachment and detachment with no issues. Fse then performed a tip attachment adjustment, while adjusting the alignments, found tip position number 181 and the sample nozzle to be out of alignment. Fse repaired and validated the analyzer by successfully performing adjustment and verified proper alignment, performed quality control run without error and within published ranges. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 18oct2021 through aware date 18nov2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2240) bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. (2239) bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. (5102) substrate bg measure aborted! Cause: the substrate background measurement was interrupted due to the occurrence of a phenomenon which prevented the continuation of substrate background measurement. Action: check the abort cause. (4231] reagent/tip-x home detect error cause: the home sensor s090 failed to be activated after the reagent loader moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s090 and pm090 for a possible malfunction. The most probable cause of the reported event was due to misaligned sample nozzle and user error; the customer did not change the wash and diluent solution.